Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ecr60d cartridge reload was received for analysis. The cartridge reload was fully fired. In order to verify the condition of the internal components of the reload it was disassembled and the reload was noted to have the deck damaged. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No further functional testing could be performed due to the condition of the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unknown procedure, the reload was loaded properly onto the stapler. After removing the cover cap, the stapler was handed to the surgeon for firing. The stapler was inserted into the patient abdominal but was not able to be fired. The surgeon took it out and found out the staple sockets on the distal side of the reload came out and the reload safety lock was missing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.